Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the injection port was missing from the bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in february 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an intravia container dislodged from the bag which resulted in a leak. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.